Event description:
As reported, the patient underwent an incisional hernia repair and was implanted with a sepramesh ip on (B)(6) 2023. The patient did well and was discharged eighteen (18) hours after the procedure. As reported a few hours after discharge, the patient returned in septic shock and was diagnosed with pte (pulmonary thromboembolism) and developed sepsis. The surgeon emphasized that he is not attributing the complication to the mesh, but that he is raising all possibilities because they have not identified the possible cause of the complication.

Manufacturer narrative:
As reported, post implant of the sepramesh ip the patient presented with septic shock, pte, and sepsis thereby hospitalized. Surgeon does not know the cause of the patient¿s symptoms but rather, seeing all the possibilities for the patient's reaction. Based on the information provided, no conclusions can be made. Review of manufacturing/sterilization records confirms product was manufactured to specification, with no anomalies noted. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.